Event description:
Legal counsel for the patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. A review of invoice history confirmed the surgery date and found an invoice for a revision procedure which was performed on (B)(6) 2013 where the modular head was removed and replaced. Additional information received from patient's legal counsel reported that the revision procedure performed on (B)(6) 2013 was due to patient¿s allegations of pain, loss of range of motion, discomfort, and elevated metal ion levels. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿

Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of personal injuries. Review of invoice history confirmed the modular head was removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. A review of invoice history confirmed the surgery date and found an invoice for a revision procedure which was performed on (B)(6) 2013 where the modular head was removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reported that the revision procedure performed on (B)(6) 2013 was due to soft tissue damage from elevated metal ion levels. The revision operative report noted the presence of clear fluid. The hip joint pseudocapsule was noticeably thickened and had a yellowish tan color and the additional tissue was excised. The femoral head was removed and replaced and an active articulation liner was implanted.